Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's right hip was revised due to infection. Explanted devices were reported "gmrs 40mm body, gmrs 100mm body, gmrs proximal femoral component". Rep reported that no other information is available due to hospital policy.

Manufacturer narrative:
The reported event that guide wire, ball-tipped, sterile t2 tibia ø3x800 mm was alleged of 'infection' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. No deviation was found in the packaging & sterilization processes. The items were documented fautless prior to distribution. Further, the expiration date of all reported products was not exceeded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient's right hip was revised due to infection. Explanted devices were reported "gmrs 40mm body, gmrs 100mm body, gmrs proximal femoral component". Rep reported that no other information is available due to hospital policy.